Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for femoral neck fracture with the fns plate, the insertion handle and the inserter. At the end of using the fns, the surgeon removed the inserter to remove the plate from the insertion handle, the plate and the insertion handle were unable to detach each other. That problem made the situation unable to remove the insertion handle by sliding it off the plate in a distal direction. The surgeon used a hammer, and they could come off at the end. After the surgery, the surgeon informed that there was no device issue, but the placement of the plate was. The insertion handle was interference with the bone when it was tried to slide it off the plate in a distal direction, because the proximal side of the plate was loose and had tilt angled. There was a device inspection after the surgery, and there was no issue. The surgery was completed successfully within 30mins of delay.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. Device history review: lot no:170270-103. Release to warehouse date: 25 oct, 2017. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.